Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician successfully completed the transseptal puncture using the versacross system along with the was. The physician positioned the intracardiac echocardiogram (ice) catheter across the septal hole after the transseptal puncture was completed. Shortly after, the patient began to experience chest pain; however, their hemodynamics remained stable. It was noted that there was significant fluid and a pericardial effusion around the laa and the right ventricle, but the physician believed this fluid looked similar to pre procedure images, so they continued the procedure. The 20mm closure device was successfully implanted in the laa of the patient. The patient remained stable after the device was released, but the effusion continued to grow. The physician performed a pericardiocentesis when the pericardial effusion developed into cardiac tamponade. The patient remained overnight to continue to be treated and observed. No other complications were reported to have occurred and the patient has made a full recovery and was discharged one day post implant.

Manufacturer narrative:
D4 model number updated. D4 catalog number updated.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician successfully completed the transseptal puncture using the versacross system along with the was. The physician positioned the intracardiac echocardiogram (ice) catheter across the septal hole after the transseptal puncture was completed. Shortly after, the patient began to experience chest pain; however, their hemodynamics remained stable. It was noted that there was significant fluid and a pericardial effusion around the laa and the right ventricle, but the physician believed this fluid looked similar to pre procedure images, so they continued the procedure. The 20mm closure device was successfully implanted in the laa of the patient. The patient remained stable after the device was released, but the effusion continued to grow. The physician performed a pericardiocentesis when the pericardial effusion developed into cardiac tamponade. The patient remained overnight to continue to be treated and observed. No other complications were reported to have occurred and the patient has made a full recovery and was discharged one day post implant.